Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error occurred during the procedure. During a thrombectomy procedure, a spiroflex® angiojet® thrombectomy set was primed and inserted into the patient. While the device was in thrombectomy mode, a leak occurred and received a check saline error. The device was removed from the patient and the procedure was completed with another device. No patient complications were reported.